Manufacturer narrative:
Product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted 25 millimeter (mm) non-medtronic surgical valve failing with regurgitation, the patient's ascending aorta was dilated with an aneurysm. Due to this anatomical challenge, the implanting team had difficulty positioning the guidewire properly. Eventually a non-medtronic superstiff wire was able to be positioning into the ventricle. The delivery catheter system (dcs) passed the aorta and crossed the aortic arch without any issues. During the first attempt to position the valve, the valve either dove deep into the ventricle, or dislodged out. The implanting team reported tension and instability in the dcs system. Approximately five or six attempts were made to reposition the valve with partial or full recaptures. At this point it was reported that the dcs deployment knob did not respond to the turns, and it was noticed that the capsule of the dcs was broken. The dcs was removed from the patient. Of note, it was reported that the valve had been properly loaded into the dcs and the load was verified via fluoroscopy by both the field staff and the physician. The physician was notified that the valve should not have been recaptured after the third deployment attempt but proceeded despite. A different valve was loaded onto a second dcs. A stiffer non-medtronic guidewire was exchanged to provide more support. The second dcs was able to pass the anatomy without issues and was implanted in an adequate position with satisfactory hemodynamic results. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. Without procedural images for review, the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Approximately five or six attempts were made to reposition the valve with partial or full recaptures. The instructions for use (IFU) states that deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. As the valve was noted to be recapture more than three times, this indicates misuse of the device. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. Procedural images were received which confirmed a good load. The subject dcs was returned to medtronic for analysis with the valve loaded and unable to be removed. Delamination of the capsule was observed on the dcs, which typically occurs when the capsule is subjected to a bending force potentially after tracking through the patient anatomy. There was also damage observed on the threading of the screw gear. This damage indicates high forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Many sources may contribute to high forces in the system including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. A separation was also observed at the proximal end of the capsule, confirming the reported separation and subsequent inability to recapture. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use c onditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. In this case, the patient's challenging anatomy or the operators misuse may have contributed to the capsule separation, but this cannot be conclusively confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The handle appeared intact. The device was received with the capsule partially opened. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal side to the proximal end of the capsule. The delamination was observed on the capsule with a rough surface. A break on the polymer was noted on the distal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was observed to be jagged and uneven. There was damage observed on the threading of the screw gear. The reported event for difficult to recapture and capsule separation could be confirmed in the analysis. The capsule had separated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the guidewire that had positioning difficulty was not a medtronic product. When the delivery catheter system (dcs) deployment knob did not respond to the turns, it did not separate at all. It was reported that the capsule of the dcs separated into two pieces. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.